Manufacturer narrative:
The needles were not returned for investigation and the lot numbers remain unknown; therefore a review of the device history records could not be performed. Without investigation of the product, the complaint could not be confirmed and the root cause could not be determined. The case was completed with no injury to the patient.

Event description:
It was reported that during a renal cryoablation procedure, seven needles were used. Muscle spasms were observed during the last 45 seconds of the procedure. The customer could not detect which needle caused the event. It was the impression that the physician got the ablation he wanted. The needles were not returned for investigation.